Manufacturer narrative:
Internal report # (B)(4). Meter was returned for evaluation. Defect was not detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-55: user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for erratic and high blood glucose test results. The customer is concerned with test results from back to back blood tests of 107 and 125 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 140 mg/dl. Customer stated he had called his doctor due to the blood glucose results obtained; customer was advised to speak with the pharmacy and manufacturer. Customer also stated the meter had a greater variance than a back to back test his girlfriend had performed using her meter. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification and it is stored in the bathroom. The test strip lot manufacturer's expiration date is 10/24/2020 and test strips were opened one week ago. The meter memory was reviewed for previous test result history: (B)(6).